Manufacturer narrative:
(B)(4). Device evaluation: one sample was received containing approximately 300 ml of solution in the bladder. Visual examination of the unit showed no signs of blockage or abnormality in the delivery tubing or the bladder. Upon sample receipt, flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were noted from the sample. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which fluid could not flow out of the luer. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.